Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they were needing an MRI and were unable to access MRI mode. Patient stated they hadn't used their device in a long time because it was hurting them and they didn't want to use it anymore. Agent walked patient through how to connect with their implant and patient reported seeing a message that said internal data has been lost. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.